Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up for sinus surgery procedure the handpiece was running at 3000 rpm in mode dedicated for blades, handpiece was overheating with in less than a minute and causing the blade to jam or slow down. Irrigation was used. Procedure was completed with another device. There was no patient impact.

Event description:
As per the product analysis, the device pre-repair temperature test results are gear: 84f, motor: 86f, bearing: 87f for one minute. All temperatures are within specification i.e. Less than 118f.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: product analysis found that, customer complaint was not confirmed, the device high temperatures tested: gear: 84°f, motor: 86°f, bearing: 87°f. The motor not running normally, it is loud and starts hitting. Incoming hi-pot test passed. Incoming safety test: failed, the cable is kinked. The lock actuator is corroded and stuck, cannot be removed from the housing. The housing is worn and corroded. The seals, bearing and o-rings are worn. H6 : the previously applied codes fdm b21, fdr c21, fdc d16 and codes img g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.